Event description:
A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (wires exposed) has been confirmed. Upon investigation the electrode belt was not able to communicate with monitor. The cause for the failure was isolated to an open +5v wire measuring open. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.